Manufacturer narrative:
Correction to system type.

Manufacturer narrative:
Onsite investigation was preformed and it was discovered that the rotor was slightly off position for door opening. Re-homing the rotor resolved the issue. No further issues were reported. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, they were driving the imaging system over the patient and hit the top of the gantry on a light and heard a cracking sound. They were able to close it and take the spin but when they tried to open it, it would not open fully. They cranked it closed using the manual door close, and then were able to open it fully using the door open button. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.